Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, error 23002 was fond indicating fault on the yaw occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a system where it passed. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where sensors check was found to be failing on the yaw searchlight pca board. Once testing was completed, the yaw searchlight was tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. The root cause is attributed to an issue with the yaw searchlight in the usm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to start of da vinci-assisted cholecystectomy surgical procedure, csr contacted intuitive technical support engineer (tse) to report repeated 23002 faults on universal surgical manipulator (usm) 4. Site power cycled and hard cycled but issue persisted. Tse asked to do emergency power off (epo). Tse had csr perform a proper hard cycle and faults remained. Tse advised disabling usm 4 and moving forward with three arms. The procedure was completed with no reported injury.